Event description:
It was reported that the pump touch screen was cracked, unresponsive, and unreadable. Customer¿s blood glucose level was approximately 100 mg/dl. The customer declined follow up from tandem technical support to ensure that a back up insulin therapy was available.